Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch error and left syringe plunger assembly check error. No patient injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed the returned device to in okay condition with the bottom case cracked. A review of the device event history log found that a check clutch error had occurred. During flow and occlusion tests, the check clutch error could not be duplicated and it was observed that the left plunger case was in good working condition. As the reported issue could not be duplicated during functional testing, investigation was unable to determine a definitive root cause. However, upon further examination of the device, it was observed that the shimmed lead-screw and carriage nut were outside of manufacturing specification which could have resulted in intermittent issue which may have not occurred during functional testing. As a preventative measure the shimmed leadscrew and carriage nut were tightened to manufacturing specification. Additionally, the clutch right and left halves were replaced with leadscrew and spring and the timing plates in the plunger head were replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.